Manufacturer narrative:
This event is no longer reportable as additional information was received that indicated this lead could not be implanted due to unsatisfactory thresholds and placement as a results of patient anatomy.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to unknown product performance issue. This lead was replaced and never in service. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to unknown product performance issue. This lead was replaced and never in service. No adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.